Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal. Reprogramming was attempted but the device was unable to obtain a template so changes could not be made. The patient was discharged and was stable.